Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the device was working as intended.

Event description:
The patient compared their readings from the teladoc health blood pressure monitor with their doctor's manual device. Measurements were taken simultaneously, and the difference between the readings was greater than 20 mmhg.